Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening shell assessed, as to unidentified (tear) opening. Shell thickness within specification). Broken plug strap assessed, as to unidentified (tear) opening. Valve leak and/or damage observed, an opening on diaphragm valve assessed, to cracked valve seat diaphragm valve. Additional observations: wear abrasion observed, in the device of the shell. Crease fold observed, in the device of the shell. Observed delamination in the assessed, as adhesive failure. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, a right side deflation. Healthcare professional additionally reported, "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Healthcare professional additionally reported "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.